Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was taken off of coumadin (warfarin) due to gastrointestinal (gi) bleeding and a subdural hemorrhage.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events of gastrointestinal bleeding and subarachnoid hemorrhage could not be conclusively established through this evaluation. Multiple attempts were made to obtain additional information regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2014. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists bleeding and stroke as adverse events that may be associated with the use of the heartmate ii lvas. Section 6 of the IFU, ¿patient care and management¿, contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.